Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system shut down and did not start. Upon some functional test the fse confirmed that the fuse at the mains power distribution unit (mpdu) controller input has burnt out. The fse replaced both fuses. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system suddenly shut down and did not start. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.